Manufacturer narrative:
A getinge field service engineer (fse) spoke with customer on the phone and found that they were having issues with the test set that they were using to connect to the device. Error occurred while doing monthly testing and not in clinical use. The customer informed the fse that they work with clinical and corrected the test set up and it was working correctly so the service call was canceled. Solved by phone.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic sensor failure. There was no patient involvement, and no adverse event reported.